Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding,') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder, cholesterol levels raised, asthma, seasonal allergy, caesarean section, flank pain, left lower quadrant pain, abdominal pain, uti, fibromyalgia, dyslipidemia, migraine, asthma, depression, lupus syndrome, vaginitis, irritable bowel syndrome, blurred vision, headache, fever, indigestion, heartburn, asthma, back pain, neck pain, hearing decreased, musculoskeletal pain, breast lump, gerd, dysfunctional uterine bleeding, vaginal discharge, vitamin d deficiency and endometriosis. Concomitant products included alprazolam (xanax), cyclobenzaprine, diclofenac, escitalopram oxalate (lexapro), lorazepam, lubiprostone (amitiza), phentermine, procarbazine (procarbazina), propranolol, ranitidine, trazodone and valaciclovir hydrochloride (valtrex). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia,") and dysmenorrhoea ("dysmenorrhea,"). The patient was treated with surgery (ablation and laparoscopy total hysterectomy, pelviscopic salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: approximately 4 coils were visible from uterine cavity. Attention was then turned to the patients¿ right tubal ostia which was visualized without any difficulty. The essure device was started find deployed using the usual maneuvers. The essure catheter was removed and approximately 3 coils. Were visible protruding out of the tubal ostia into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: there are essure occlusion catheters within the fallopian tubes bilaterally. The right essure catheter appears to have migrated laterally from its expected location and contains coagulation deformity suggestive of fracture within its proximal one third. There is slight filling of the interstitial portion of the right fallopian tube for approx 2.8 cm segment. There is absent spillage of contrast material from the fallopian tubes bilaterally. Ultrasound pelvis - on (B)(6) 2011: findings: the transabdominal study demonstrates the uterus in normal position, measuring b.5 x 4.5 x 4.2 cm. Essure filaments are in place bilaterally. The endometrial stripe is normal in thickness. No adnexal masses are seen. Transvaginal exam: using transvaginal technique, several simple nabothian cysts are noted within the uterine cervix. The endometrial stripe is normal in thickness at 8.6,mm. Both ovaries are visualized and demonstrate small simple follicles. The left ovary measures 2.3 x 1.6 x 1.5 cm and the right measures 2.7 x 1.8x1.9 cm. There is no adnexal mass or free pelvic fluid.. Ultrasound scan vagina - on (B)(6) 2010: findings: both ovaries demon$\rate normal contour and echo texture. In the right ovary there is a 2.8 x 1.6 x 1. 7 cm involuting hemorrhagic cyst.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, dysmenorrhea, dyspareunia. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.